Event description:
The customer reports that the images are not showing right or left for the extremities. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).